Event description:
The customer reported the zoom electronics are exposed at the head end. It is further reported that a covering has detached from the unit. It is further reported that there are no adverse consequences.